Event description:
It was reported that customer contacted company by email regarding unspecified issue. There was no reported impact to the customer¿s blood glucose level. Technical support attempted two follow-up contacts, but customer did not respond and no additional information was received regarding the outcome of the event.